Event description:
Caller reported not observing drops of insulin at end of tubing during fill tubing step of load sequence. There was no adverse impact to customer's blood glucose level. Customer resolved issue by changing cartridge and successfully resumed insulin, following education from cts on proper cartridge preparation and use. Issue was not current and had occurred on a previous date.